Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was supposed to have their pump refilled before 01/29/2019 but they did not have the pump refilled and their personal therapy manager was displaying the code 8286. It was noted that the patient was not feeling well. The caller stated that the patient would be coming in tomorrow to have the pump filled. No further complications have been reported as a result of this event.